Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2011, pt's blood glucose elevated to 423 mg/dl and her mother increased the basal rate. Mother checked the infusion device and noticed the insulin cartridge was empty. The infusion device did not provide a w1 low cartridge warning or an e1 cartridge empty error. Pt tested positive for ketones on (B)(6) 2011 - (B)(6) 2011. Mother spoke with diabetes specialist and was able to control blood glucose. Infusion device was exposed to x-ray on (B)(6) 2011. Infusion device was not exposed to water or other electromagnetic fields. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.